Event description:
It is reported that the surgeon did not use the correct technique. There was no cement used for the femoral component.

Manufacturer narrative:
Review of the returned operative notes could not be performed as the notes are handwritten and illegible. Review of the returned radiographs confirms no cement mantle around the femoral or tibial components. The tibial component is a porous trabecular metal monoblock tibia and can be implanted without the use of cement. A gap is visualized on the lateral radiograph between the anterior chamber cut of the femur and the femoral component. Review of the device history records did not find any deviations or anomalies. The femoral component is a pmma precout and is designed for cemented use only. The instructions for use state that the component is intended for cemented use only. The packaging label on the carton also indicates that the component is for cemented use only. The reported issue is therefore due to failure to follow instructions.